Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, a target vessel revascularization occurred. In (B)(6) 2011, the patient presented with stable angina and cardiac catheterization was recommended. The lesion was de-novo, located in the proximal left circumflex extending to the obtuse marginal. The lesion was 90% stenosed, 3.00mm in diameter and 34mm long and was treated with direct stent placement of a 3.00x38mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011, the patient was diagnosed with 80-90% in-stent restenosis of the study stent at the proximal left circumflex extending to the obtuse marginal. Target vessel was treated with balloon angioplasty and placement of 2.25x16mm ion stent overlapping with 2.75x16 ion stent. The event was considered resolved without residual effects. The patient was discharged the next day on aspirin and prasugrel. Sixteen days later, the patient presented with cardiac chest pain and was diagnosed with progressive angina and lateral wall ischemia. The patient was hospitalized on the same day. Also, the 80- 90% stenosis of previously placed unknown stent in saphenous vein graft to second obtuse marginal, was treated with direct placement of a 3.00 x 30 mm ion stent. The event was considered resolved without residual effects. The next day the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).